Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the mfg site kinetic concepts, inc. As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Add'l info will be provided upon conclusion of the MFR investigation. See scanned page.

Event description:
On (B)(6) 2013, the following was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the pt fell out of the bed. There were no injuries to the patient or caregiver reported. The nurse stated that the patient had been kicking the pt right head side rail with her legs for several days causing the side rail to break. Based on the info provided arjohuntleigh is reporting this event due to the possibility that if there were to recur, there is a potential for death or serious injury occurring.